Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited diagnostic anomaly due to patient's qrs variation in normal sinus rhythm, resulted in inappropriate trigger of atrial fibrillation (af) episodes. Remote programming was done to make the icm less sensitive for af detection; the icm will continue to be monitored. There were no patient consequences.